Manufacturer narrative:
After full analysis of the product it was found that the insulin pump was unable to prime due to motor error alarm and prime fill anomaly. The insulin pump was received with a cracked case near the display window, a cracked reservoir tube lip, scratched lcd window, a scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported by the customer's family that the customer had to make an emergency room visit for their high blood glucose level. Customer's blood glucose level was reported at 400 mg/dl. The customer reported that their insulin pump had a no delivery alarm occurred. Product is being replaced. No further information provided.